Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion that exposed the outer coil consistent with friction to another device or feature of the heart, located in the region proximal to the distal tip of the lead.

Event description:
This report is to advise of an event observed during analysis.